Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed the message "installed applications do not support this device". Three attempts to perform a software download were unsuccessful. The device was subsequently replaced.